Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device history records review was conducted. The report indicates that the: part no.: 03.010.473 lot no.: 9046502 manufacturing location: (B)(4). Release to warehouse date: 02.sep.2014 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the device was found with a broken tip outside the operating room. There was no patient involvement. This complaint has 1 device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Customer quality conducted an investigation of the returned device. Service & repair evaluation: the repair technician reported the tip was twisted and bent. Bent is the reason for repair. The item is not repairable per the inspection sheet. Thus, the item was forwarded to customer quality (cq). Device condition: the screwdriver was received at cq with all components intact. The distal tip of the main body is twisted axially in the direction of resistance from screw removal and shows bent and deformed edges. One of the distal tabs appear extruded distally. The sliding bar shows slight deformation of the distal tip but does not show matching deformation with the main body. Therefore, the sliding bar no longer properly mates with the main body of the screwdriver for holding a screw. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already deformed. Lot number review: no service history review can be performed as part number 03.010.473 with lot number(s) 9046502 is a lot/batch controlled item. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The lot went through the required steps during the inspection at the time of manufacturing and the DHR records showed no issues concerning the material or material conditioning. Release to warehouse date: 02.sep.2014 drawing review: based on the date of manufacture the drawings, reflecting the current and manufactured revision, were reviewed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Due to the damage, accurate dimensional inspection of the distal drive feature could not be performed. The received condition is consistent with the result of torsional forces beyond the plastic deformation limit of the main body of the screwdriver. The condition of the sliding bar shows evidence that the sliding bar was not fully advanced when the deformation occurred. Per the technique guide, the sliding bar is to be ¿fully wedged into the screw head recess¿. Thus, it is probable that the user technique impacted the complaint condition. Conclusion: the complaint condition is confirmed as the distal tip of the main body of the screwdriver is twisted axially in the direction of resistance from screw removal. However, the sliding bar component does not show matching deformation with the main body. A device history record (DHR) review, device inspection, and drawing review were performed as part of this investigation. There were no issues during the manufacture of the product that would contribute to this complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. No patient information is available for reporting. Event description corrected. Date reported in mwr-(B)(4) was 2/23/2018. Correct date should have been 2/13/2018 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the inter-lock screwdriver t25/3.5mm hex/224mm device was discovered to have a twisted tip during an initial trochanteric fixation nail (tfn) surgery of a femur on (B)(6) 2018. The device was never used and was replaced by another instrument already on hand. The surgery was completed successfully with no delay or patient harm. There were no broken pieces from the device.